Event description:
A surgeon reported that a pt who underwent an intraocular lens (iol) implant surgery seven years ago presented with a decrease of visual acuity. When the pt was seen again, there was no improvement. The surgeon reported that the lens is no longer transparent and the pt is dazzled by the light in her nocturnal vision. The surgeon noted the pt has a history of depression and is suicidal. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4).